Event description:
A tech reported that an intraocular lens (iol) was removed and replaced during the same surgical procedure due to a posterior capsule rupture. A vitrectomy was performed and the lens replaced with a different model lens in the sulcus. The pt was noted to have a retinal detachment at one week postoperative. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on (B)(6) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).